Manufacturer narrative:
The hospital reported that the pump was disposed of in the operating room. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pump was exchanged due to suspected thrombus. It was reported that the pump did not empty very well. Add'l info rec'd indicated that after the pt's pump was exchanged, the pt subsequently rec'd a heart transplant. This was due to a match and not due to device failure.